Event description:
Male patient was undergoing left shoulder rotator cuff repair. Surgeon placed a 7.0 x 23 mm arthrex inc. Interference screw (bioabsorbable) into the proximal humerus. Upon removing the screwdriver it was noted that several of the threads on the actual screw appeared to be defective and would not hold tension. The screw was removed and a second screw of the same type and manufacturer was utilized to complete the procedure. Tension was held with this replacement screw and the case proceeded with no further issues. Patient was sent to the recovery room in stable condition and released home later that day.====================== health professional's impression======================it appears the threads "flattened" out.